Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient decided with the surgeon to change his device because he had strong fns on most electrodes, this did not allow him to have adequate performance with his right ci.

Manufacturer narrative:
According to the information received, the patient reported unsatisfactory hearing due to facial nerve stimulation, which is a known side-effect of ci implantation. Furthermore, in situ measurements showed an increased gpi, most likely due to the reference electrode contacts being embedded in bone, which might have contributed to the reported issues. The concerned device was explanted and the patient was re-implanted. The device is currently still in the clinic.

Event description:
The patient underwent an explant and re-implant surgery on his right side, because a strong fns on most electrodes didn't allow him to have adequate performance with his right ci. After reimplantation, at first fitting the patient did not have facial nerve stimulation.